Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the hospital because the alarm sounded. It was also reported impedance warnings for the superior vena cava and right ventricular lead were seen. Additionally, artifacts were observed, there were episodes of fast non-sustained ventricular tachycardia, and the sensing integrity count was noted. Re-programming was performed by "turning the detection's off." The lead was capped, replaced, and no patient complications have been reported as a result of this event.